Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon eval, pin 5 of the u712 component was out of tolerance. The cause of the inability to communicate is the defective component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.